Manufacturer narrative:
(B)(4). Conclusion: to date, the device has not been returned. If the product is returned for evaluation, any further info derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported that the patient underwent caesarean section surgery on (B)(6) 2015 and reservoir was attached to a drain. The patient was on the way to the ward, and the reservoir was completely swelled out in about 15 minutes. Negative pressure was applied again in the ward and the reservoir was completely swelled out like before. The connection and inlet part of the drain were checked and negative pressure was applied and the problem occurred once again. The reservoir was replaced with a like device and it worked properly. There were no adverse patient consequences reported.

Manufacturer narrative:
Conclusion: actual device was returned for evaluation. Visual and functional inspections were performed. There were no broken or damaged components that could have affected device function and the device functioned properly. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.